Manufacturer narrative:
Only the swing away joystick brackets were returned. No physical or functional defects were found.

Event description:
Alleges swing-away joystick swung out and pinned her to her closet doors.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges swing-away joystick swung out and pinned her to her closet doors.